Event description:
The reporter stated that the surgeon attempted to implant a aq2017v 3 piece silicone lens. The lens stuck in the injector prior to insertion into the eye. No patient contact or injury. The cause of the lens sticking in the injector was unk. The injector model that was used was a msi-ts, lot number 1196712. The cartridge model that was used was a aq cartridge fp. The reporter was unable to provide the the cartridge lot number.

Manufacturer narrative:
Evaluation: a work order search was performed for the lens and injector. Results: visual inspection of the returned product showed that the lens was stuck in the injector. Visual inspection of the injector shows no visable damage. Surgical residue/debris on product. A lens work order search was performed and no similar complaint was found within the work order search. A cartridge work order search was performed and no similar complaint was found with the lot. Conclusion (no conclusion can be drawn): based on the complaint history, lens and injector work order searches and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation.